Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, the patient underwent an aortic valve replacement procedure with this s 25 mm sjm epic valve implanted. In the operating room following closure of the chest, a tee showed regurgitation which required reopening of the chest and explantation of the valve. One cusp was noted to have a visible tear. Another 25 mm sjm epic valve was implanted and the patient was reported to be stable postoperatively.